Event description:
It was reported that "the dilator tip was found damaged during used on the patient". The issue was resolved by using a new device. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the dilator tip was found damaged during used on the patient". The issue was resolved by using a new device. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).the report of dilator tip damage was confirmed through investigation of the returned sample. The customer returned multiple components of a cvc kit, including one dilator, arrow raulerson syringe (ars), introducer needle, and guide wire assembly for analysis. Signs of use in the form of biological material were observed on the dilator. Visual analysis revealed that the dilator tip appeared compressed and damaged. The appearance of the defect is consistent with the damage that occurs due to undue force applied during an attempted insertion. The dilator passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.